Event description:
The complainant reported a patient with cardiomyopathy was implanted with an impella cp for mechanical circulatory support. It was reported the impella was placed and upon start up suction alarms occurred, and the pressure level would not go above three. Due to the low pump flows repositioning was attempted under fluoroscopy, however, the pump came back across the valve after multiple suction events. Reportedly, against recommendations from the clinician the physician removed and flushed the pump then re-wired it. Upon re-insertion it was reported the pump generate high purge pressure alarms, no kinks or blockages were visible in the purge line. Reportedly the clinician discussed tissue plasminogen activator through the purge line with the physician, however the physician chose to remove the impella and replace it with another impella due to the low pump flow. There was no patient harm reported, this device was replaced, and the patient was transferred to another facility for a higher level of care.

Manufacturer narrative:
The cause of the low pump flow was not determined since product was not returned. The cause of the high purge pressure was not determined since product was not returned. This report is being filed as part of a retrospective review of historical records.